Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty cable unit a root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur, the probable cause could not be determined. Moreover, the most probable cause of dirty cable unit could not be established, and it is likely that water leakage may have resulted it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error e216. There were no reports of patient harm.